Manufacturer narrative:
(B)(4). Fractured clear lens. Additional information was requested and the following details were provided: message from affiliate, "leaks sounded like hissing coming from the trocars and gas pressure was 8-9 mm hg which flatten the abdomen and prevented surgeon from operating comfortably as there was not enough space. That is the only reason surgeon had to convert from a lap procedure to open. Instruments inserted were graspers and sometimes torquing was involved but I did troubleshoot with them to change the orientation of the stopcock so that torquing was vertical rather than horizontal to minimise the leak but this doesn't help either." The analysis results found that device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. In addition, the lens of the obturator was noted cracked. The exposure to (B)(4) which is part of the complaint device return process may lead to crack/scratch lens. However, this finding is not related with the incident reported. The analysis results of device (b) found that it was received with the obturator inserted through the sleeve causing the deformation of the seal mechanism. Therefore, no testing could be performed to evaluate the incident reported. In addition, the lens of the obturator was noted cracked. The exposure to (B)(4) which is part of the complaint device return process may lead to crack/scratch lens. However, this finding is not related with the incident reported. Batch # e9fe5u; mfg date: 8/22/2008; ext date: 7/22/2013. (B)(4). Obturator inserted through the sleeve. The analysis results found that device (c) was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak without the test probe inserted. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. In addition, the lens of the obturator was noted cracked. The exposure to (B)(4) which is part of the complaint device return process may lead to crack/scratch lens. Rust was noted between the lens and the cannula. A possible cause of this condition may be that moisture ingresses throughout the cracked condition of the lens. However, these findings are not related with the incident reported. Batch # e9ff9f; mfg date: 09/03/2008; ext date: 08/03/2013. (B)(4). Leak test failure, fractured clear lens. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, all three trocars started leaking mid-way through surgery causing the case to be converted to open surgery which involves a longer incision and longer operating time (by 1 hour). Patient post-op had more pain and longer recovery time.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information has been requested: (B)(6).